Event description:
User experienced eight pt samples with discrepant sodium results. The following six pt examples were provided. Same initials result gave 129; repeat gave 139. Samples 1 though 5 were repeated an additional time after the field service visit resulting as follows: sample 1= 138. Sample 2= 141. Sample 3= 141. Sample 4= 141. Sample 5= 139. Erroneous results were reported for samples 4 and 5 only, and corrected report were sent. User did not think either pt was treated based on the erroneous results reported. The field service representative determined the cause to be a contaminated ise mixing tower and replaced mixing tower. On a follow up visit the field service representative also found a plug in the ise mix tower and replaced the mix tower. Performance tests were performed.

Event description:
User experienced eight pt samples with discrepant sodium results. The following six pt examples were provided. Same initials result gave 127; repeat gave 140. Samples 1 though 5 were repeated an additional time after the field service visit resulting as follows: sample 1= 138. Sample 2= 141. Sample 3= 141. Sample 4= 141. Sample 5= 139. Erroneous results were reported for samples 4 or 5 only, and corrected report were sent. User did not think either pt was treated based on the erroneous results reported. The field service representative determined the cause to be a contaminated ise mixing tower and replaced mixing tower. On a follow up visit the field service representative also found a plug in the ise mix tower and replaced the mix tower. Performance tests were performed.

Event description:
User experienced eight pt samples with discrepant sodium results. The following six pt examples were provided. Same initials result gave 125; repeated twice giving 138 each time. Samples 1 though 5 were repeated an additional time after the field service visit resulting as follows: sample 1= 138. Sample 2= 141. Sample 3= 141. Sample 4= 141. Sample 5= 139. Erroneous results were reported for samples 4 or 5 only, and corrected report were sent. User did not think either pt was treated based on the erroneous results reported. The field service representative determined the cause to be a contaminated ise mixing tower and replaced mixing tower. On a follow up visit the field service representative also found a plug in the ise mix tower and replaced the mix tower. Performance tests were performed.

Event description:
User experienced eight pt samples with discrepant sodium results. The following six pt examples were provided. Same initials result gave 131; repeated once gave 139. Samples 1 though 5 were repeated an additional time after the field service visit resulting as follows: sample 1= 138. Sample 2= 141. Sample 3= 141. Sample 4= 141. Sample 5= 139. Erroneous results were reported for samples 4 or 5 only, and corrected report were sent. User did not think either pt was treated based on the erroneous results reported. The field service representative determined the cause to be a contaminated ise mixing tower and replaced mixing tower. On a follow up visit the field service representative also found a plug in the ise mix tower and replaced the mix tower. Performance tests were performed.

Event description:
User experienced eight pt samples with discrepant sodium results. The following six pt examples were provided. Same initials result gave 131; repeat gave 138. Samples 1 though 5 were repeated an additional time after the field service visit resulting as follows: sample 1= 138. Sample 2= 141. Sample 3= 141. Sample 4= 141. Sample 5= 139. Erroneous results were reported for samples 4 or 5 only, and corrected report were sent. User did not think either pt was treated based on the erroneous results reported. The field service representative determined the cause to be a contaminated ise mixing tower and replaced mixing tower. On a follow up visit the field service representative also found a plug in the ise mix tower and replaced the mix tower. Performance tests were performed.

Event description:
User experienced eight pt samples with discrepant sodium results. The following six pt examples were provided. Same initials result gave 131; repeat gave twice giving 140 each time. Samples 1 though 5 were repeated an additional time after the field service visit resulting as follows: sample 1= 138. Sample 2= 141. Sample 3= 141. Sample 4= 141. Sample 5= 139. Erroneous results were reported for samples 4 or 5 only, and corrected report were sent. User did not think either pt was treated based on the erroneous results reported. The field service representative determined the cause to be a contaminated ise mixing tower and replaced mixing tower. On a follow up visit the field service representative also found a plug in the ise mix tower and replaced the mix tower. Performance tests were performed.